Event description:
It was reported that this right ventricular (rv) lead exhibited low amplitude and oversensing which resulted in inappropriate anti-tachycardia pacing (atp). It was noted the pacing impedances increased from 300 ohms to 500 ohms and the shock impedances decreased from 70 ohms to 50 ohms. The rv lead had dislodged into the atrium. A revision procedure was performed and the rv lead was repositioned. No additional adverse patient effects were reported.